Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any, additional device(s) implanted include: pxc141400, lot#15749654, UDI: (B)(4). Patient medications include but are not limited to: metformin, lisinopril, nitro, atorvastatin, metoprolol, aspirin. A review of the manufacturing records could not be performed as the lot number was not available. As such, no UDI number was generated. The instructions for use (IFU) for the gore® excluder® aaa endoprostheses, adverse events that may occur and / or require intervention include but are not limited to: vascular trauma (ie., dissection, rupture, perforation, tear, etc.). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The main body was advanced up the right side and successfully deployed via an 18fr gore® dryseal flex introducer sheath with the contralateral side on the left. A 14fr gore® dryseal flex introducer sheath was advanced up the left side and a contralateral leg component was successfully placed. Intraoperative imaging upon "withdrawl" of the 14 fr sheath showed a dissection of the left common iliac artery(lcia). Angioplasty was performed with a qxmédical q50® plus stent graft balloon catheter (q50-65p) and when ballooning the distal end of the contralateral leg component it was reported that the balloon was overinflated and the lcia was ruptured. An additional contralateral leg component was placed in the lcia to extend coverage all the way down with coverage of the hypogastric artery. The patient tolerated the procedure.